Manufacturer narrative:
(B)(4). Date sent: 03/23/2012. Additional information: was the procedure done open/laparoscopically? Laparoscopically. What device was used for the proximal and distal transaction? What color reload? No information. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) no information. How was the purse string placed, by hand or with an assist device? If an assist device, what product? No information. Was the spike of the trocar inserted lateral or through the staple line? No information. What confirmation did the surgeon receive that the anvil was firmly attached? Indicator. Was buttressing material utilized? If so, which product? No information. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, or opening)? No. Was there any difficulty removing the device from the tissue? No. Did the operation change significantly as a result of the device issue? No. What is the patients age and sex? No information. Did a hcp other than the primary surgeon fire the instrument? No information. Was there a recent conversion to ees devices in this account or with this surgeon? No information. The analysis results found that the device arrived in good visual condition and without the anvil or washer. The device was loaded with staples. The device was tested for functionality with a test washer and a test anvil. The device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the firing force was much higher than expected and the device could not be fired. The indicator was within the green zone. Another device was used to complete the case. There were no adverse consequences to the patient.